Event description:
The device was used during a laparoscopic procedure for mega-esophagus. Reportedly, during the initial trocar insertion, a perforation of the small intestine, the stomach and the aorta occurred. The procedure was converted to a laparotomy to control the bleeding. The pt's blood pressure decreased and cardiac arrest occurred.